Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic hysterectomy, they began to use the harhd36 clamp. It worked perfectly until after 30 minutes the console throws error by contact with metal. They click ok, but when looking on the screen they realize that the "white part" had been disassembled "(teflon). At that time there was still enough time for surgery so they had to open another instrument. No patient consequence reported.

Manufacturer narrative:
(B)(4). Report submission due date = 5/11/2018.

Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. Related to the reported event. Our manufacturing process has been identified to be the possible cause of the eeprom issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.